Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 06/06/2025, it was reported by a sales representative via (B)(4) that an ar-9597-10 angled sleeve is fused with the drive shaft. Discovered during a case with no patient effect.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-9597-10 was received for investigation. Visual evaluation noted the mating part was stuck within the internal diameter of the device. Functional testing was not performed due to the internal damage observed. The most likely cause of the reported failure is user error, such as misaligned insertion or prying/leveraging the device during insertion, which causes interference and damage to the device. Complaint allegation is confirmed.